Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products. Device evaluated by MFR, device manufacture date, evaluation codes: a device history record (DHR) review was conducted: part: 03.037.017. Lot: 9494322. Manufacturing site: bettlach. Release to warehouse date: (B)(6) 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the blade/ screw guide sleeve (part # 03.037.017, lot # 9494322) was received at us cq. There is some deformation can be seen on some of the external threads of the blade guide sleeve. A normal wear of the internal surface of the blade guide sleeve due to consistent use of the device. It is also observed that the distal alignment tab was bent inwards which might have contributed to the complaint condition. Functional test: functional test of the blade/ screw guide sleeve cannot be performed because the other components required for functional test of the blade guide sleeve. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. This complaint is confirmed. Investigation conclusion: visual inspection of the received device, and document specification review were performed at cq. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Occupation: initial reporter is synthes sales representative. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after the surgery, it was noted that the blade/screw guide sleeve did not line up with the sleeve of the aiming arm. Possible deformity inside the sleeve. It was unknown if there was a surgical delay. Procedure was successfully completed. Patient outcome was excellent. This report is for one (1) blade/screw guide sleeve. This is report 1 of 2 for (B)(4).